Event description:
Adult respiratory distress syndrome. On 02/11/1998, 45 yr old female pt underwent explorative laparotomy because of a lont-standing history of chronic abdominal pain probably due to slow bowel passage. There were no evident signs of small bowel obstruction. Pt's medical history includes 3-4 abdominal operations (adhesiolysis, colectomy with ileostoma). Pt is a smoker (30 cigarettes/day). Around the operation, pt received antibiotic treatment with cefuroxime & metronidazole. Upon opening the abdomen, multiple peritoneal & small bowel adhesions were noted. Careful adhesiolysis was performed & adhesions were taken down manually & with scissors freeing the entire small bowel. Two peritoneal nodules were resected & sent to pathology for further examination. Results pending. During operation, which proceeded without any complication or major blood loss, aliquots of 100 ml of sepracoat were applied every 30-40 minutes up to a total volume of 300 ml. Prior to closing abdomen, 5 sheets seprafilm were applied; 2 sheets across pelvis, 2 sheets under mid-line incision, & 1 sheet arount the ileostoma. Approximately 12 hours after the operation, pt developed oliguria that responded to intravenous fluid challenge & diuretics. A transient increase of serum creatinine was noted. One day post-operatively, pt started to show increased respiratory efforts with fever up to 38.5-39 degrees celcius without any sign of sepsis. Blood tests and bacterial cultures (blood, urine) showed no signs of infection. Therefore, no antibiotic treatment initiated. Blood gas analysis revealed hypoxia, & polyphonic wheezing became apparent. Pt was given oxygen and constant positive airway pressure. At 36 hours after operation, pt's chest x-ray revealed severe bilateral infiltrates and a diagnosis of adult respiratory distress syndrome was made. Pt was transferred to intensive care unit, intubated, & mechanically ventilated. Besides mild wound pain, no abnormalities were detected concerning the abdominal region in the post-operative period. As concomitant medication, pt received amitriptyline, temazepam, & pethidine. Follow-up information obtained 03/10/1998. Pt had received a tracheostoma & was still mechanically ventilated, without significant improvement of adult respiratory distress syndrome. No other organ failure had developed. Pt had a mild septic episode. Bacterial cultures revealed a methicillin-resistant staphylococcus aureus in the sputum. No abnormalities were observed regarding pt's abdomen, which remained soft, non-tender, & non-distended during the entire hospital admission. Further follow-up information is expected. The reporting surgeon considered the adverse incident to be possibly related to the usage of seprafilm/sepracoat.